Event description:
Patient presented to the physician with prolonged ear pain. Physician brought the patient into the operating room and found both leads tangled around the ipg. Due to suspected manipulation of the leads, the physician removed the entire inspire system.